Event description:
It has been reported that the bd vacutainer® eclipse¿ blood collection needle has been found with a loose cap. The following has been provided by the initial reporter: we received complaint from our kit production about needle that loses the cap.

Manufacturer narrative:
Date of event is unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the bd vacutainer® eclipse¿ blood collection needle has been found with a loose cap. The following has been provided by the initial reporter: we received complaint from our kit production about needle that loses the cap.

Manufacturer narrative:
H6: investigation summary bd had not received samples, but 2 photos were provided for investigation. The photos were reviewed and the indicated failure mode for defective locking mechanism was observed. Additionally, 20 retention samples from bd inventory were evaluated by visual functional testing and upon completion the indicated failure mode for defective locking mechanism was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode defective locking mechanism. Bd has initiated further root cause investigation relating to the issue of defective locking mechanism through corrective and preventive actions (CAPA) 1465371. H3 other text : see h10.

Event description:
It has been reported that the bd vacutainer® eclipse¿ blood collection needle has been found with a loose cap. The following has been provided by the initial reporter: we received complaint from our kit production about needle that loses the cap.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 22-mar-2022. H6: investigation summary bd had received 12 samples, and 2 photos were provided for investigation. The photos were reviewed and the indicated failure mode for defective locking mechanism was observed. Additionally, 5 whole customer samples and 5 samples with no safety shield and 8 saftey shield not attached to the product and 20 retention samples from bd inventory were evaluated by visual functional testing and upon completion the indicated failure mode for defective locking mechanism was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode defective locking mechanism. Bd has initiated further root cause investigation relating to the issue of defective locking mechanism through corrective and preventive actions. CAPA pr # 1465371 has been initiated for documentation related to this issue to document the investigation path, root cause analysis and remediation plan to include corrective and preventive actions. H3 other text : see h10.